Event description:
Additional information received from multiple sources (manufacturer representative, healthcare provider, clinical study) reported that the patient experienced pain over the battery site. The patient was advised to turn the device off, therapy suspended, to see if the benefit of the spinal cord stimulation outweighs the pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the etiology was movement of the ins. No issue with the ins itself.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported that the ins was protruding/sticking out following a return to clinic on (B)(6) 2020. Examination was performed on (B)(6) 2020 by the physician who reviewed the ins position. The physician determined that no intervention was required. The patient was advised to monitor skin integrity and contact the pain clinic if there were any further issues. The device diagnosis was ins inversion, and the clinical diagnosis was not applicable. The etiology was related to the device or therapy, and possibly related to the implant procedure noting that the issue was involved in a return to clinic. No action was taken, and the issue resolved without sequelae (B)(6) 2020. It was noted that the patient's age at consent was (B)(6), and weight was not measured at baseline.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the patient experienced pain over the battery site on (B)(6) 2020. Lidocaine patches advised for g.p. To prescribe but there was no further mention of this. Removal of the system was offered as his symptoms were more manageable but after turning the system off as advised by consultant the patient realized the device does really work to control those symptoms and chose not to have the removal. Repositioning was not a recommended option for his condition. Qutenza patch applied to area on (B)(6) 2021 and awaiting outcome. Etiology was probably related to the implant procedure. It was further reported that the outcome was unresolved with no further actions planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.